Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported the broken pieces were removed. It was further reported another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It as visually confirmed that both tabs were broken at the blade mount. The returned part was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multi-factorial.